Event description:
The customer contact reported the patient received more medication than intended. The pump was programmed at an unspecified time in the pca only mode, to deliver morphine 1mg/ml, with a 5mg pca dose, a 15 minute patient lockout, and no 4 hour limit was selected. After an unspecified length of time, the patient pendant was pushed to deliver a pca dose. The nurse noted that the display "kept going up to the 70's," instead of delivering the expected 5mg. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device passed testing.